Event description:
During a procedure, there was signal loss and the procedure was cancelled. Connection was not successful to the amplifier. The fiber optic cable was replaced with no resolution.

Event description:
During a procedure, there was signal loss and the procedure was cancelled. Connection was not successful to the amplifier. The fiber optic cable was replaced with no resolution. There were no adverse consequences to the patient due to the cancellation.

Manufacturer narrative:
The reported complaint of signal loss was confirmed. Based on the information provided to abbott and the evaluation performed, the returned amplifier intermittently lost communication with the work mate claris computer due to an intermittent single board computer (sbc). Using a test standard sbc, the communication tests was performed for several hours and no interrupted or loss of communication was observed. The reported filed event was isolated to an intermittent sbc board.  The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.